Manufacturer narrative:
Summary of the investigation: review of the associated manufacturing record revealed no evidence of inconsistency during the manufacturing process that could be related to the reported issue. The reported high right ventricular (rv) threshold was recorded during the in-clinic follow-up conducted on (B)(6) 2025. However, as the patient records from prior follow-ups (before (B)(6) 2025) were not provided, it is not possible to determine when the rv threshold increase was first observed or to assess any long-term trends. However, as the suspected lead was not returned (abandoned inside the patient¿s body), the cause of the reported issue observed could not be determined and no further investigation could be carried out. Based on available data the issue could be located at lead level but cannot be confirmed with certainty. This case will be retained and utilized for trending purposes.

Event description:
Reportedly, during a follow-up in the clinic, the ventricular threshold measured was abnormally high. The patient reported that she wasn't feeling well at home, very weak and tired. She took her pulse and found it was 34bpm. She called her daughter, who took her to hospital. According to the physician, the patient is in full avb. The physician checks her pacemaker and notices a loss of capture with an output of 2.5v at 0.5ms. He runs the tests and finds a high threshold. Next day, a new right ventricular threshold was performed, the threshold was 3.5v at 1ms. An x-ray was performed and no dislodgement was spotted. The physician decided to reintervene and the lead was abandonned inside the heart and a new one implanted on (B)(6) 2025.

Event description:
Reportedly, during a follow-up in the clinic, the ventricular threshold measured was abnormally high. The patient reported that she wasn't feeling well at home, very weak and tired. She took her pulse and found it was 34bpm. She called her daughter, who took her to hospital. According to the physician, the patient is in full avb. The physician checks her pacemaker and notices a loss of capture with an output of 2.5v at 0.5ms. He runs the tests and finds a high threshold. Next day, a new right ventricular threshold was performed, the threshold was 3.5v at 1ms. An x-ray was performed and no dislodgement was spotted. The physician decided to reintervene and the lead was abandoned inside the heart and a new one implanted on (B)(6) 2025.